Manufacturer narrative:
Follow up report 001 ref complaint #(B)(4). Final review and approval of investigation details was carried out and this complaint case is now closed. Additional attempts were made to have the customer return information on the complaint details. No additional response received from the customer. The customer did not report the lot number, so unable to perform the device history record review. No associated capas. Complaint history was reviewed for the previous two years and found 1 confirmed complaint, giving a failure rate of 0.00%. The complaint could not be confirmed, as the device was not returned for evaluation. Failure confirmed: no. Investigation result code: san diego/eds products/no return of device for evaluation.

Event description:
Part nt821731c - when changing the external ventricular drainage (evd) bag the nurse noted the leur lock was cracked in multiple places. Customer provided pictures of the failure. It was confirmed there was no injury, but additional medical intervention was required as the entire system needed to be changed out. Event 2/2.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). It was confirmed that the lot number of the affected device was not saved. Customer provided pictures of the unit. The part will be returned to natus for evaluation. Acceptable risk as per hazard ID 5.14, severity 3, in natus doc-035405 eds 3 external drainage system risk analysis. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part nt821731c - when changing the external ventricular drainage (evd) bag the nurse noted the leur lock was cracked in multiple places. Customer provided pictures of the failure. It was confirmed there was no injury, but additional medical intervention was required as the entire system needed to be changed out. Event 2/2.